Event description:
Caller reported damage to pump housing, specifically at the usb port and pins, affecting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed to use multiple daily injections as backup therapy while a replacement pump was provided by technical support.